Manufacturer narrative:
The device is expected to be returned for analysis, however, the device has not been received. Attempts have been made to get additional information, however, our attempts have been unsuccessful. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil did not function as it had a miss-detachment. No specific details were reported.

Manufacturer narrative:
The device has been received, however, the investigation has yet not begun. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil did not exit the catheter. No additional information is available.

Manufacturer narrative:
The concerto coil was returned for evaluation. The microcatheter used in the event was not returned, and the make and the model of the microcatheter used in the event was not reported; therefore, its compatibility for use with the concerto coil could not be assessed. The concerto coil was returned for evaluation with the pushwire already outside of the introducer sheath. The introducer sheath was found to be kinked at approximately 69.6cm from the proximal end. The concerto coil was found to be bent at approximately 156.1cm from the proximal end. The implant coil was found to be damaged, stretched and had lost its original shape with the polypropylene filament intact. All other subassemblies appeared to be normal and no other anomalies were observed. The concerto coil could not be used for testing with an in-house microcatheter due to its damaged condition. Based on the concerto coil analysis and on the event description, the report of coil resistance/stuck in catheter could not be confirmed, and the cause for the event could not be determined. The concerto coil could not be used for testing with an in-house microcatheter. Possible contributing factors to this failure mode include the use of an incompatible microcatheter for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The patient anatomy was reported to be minimal in tortuosity; therefore, the patient anatomy was ruled out as root cause. It is possible that the concerto coil became damaged during the attempt to advance the concerto coil through the microcatheter against the reported resistance. It is possible that the introducer sheath became kinked during return to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿gently immerse the con certo detachable coil and its detachment zone in heparinized saline. Take care not to stretch the coil during this procedure, in order to preserve the coil memory. While still immersed in the heparinized saline, point introducer sheath vertically into saline and g ently retract the distal tip of the coil into the introducer sheath. Preparations for use: ¿in order to achieve optimal performance of the concerto detachable coil and to reduce the risk of thromboembolic complication, it is advised that a continuous saline flush be maintained between a) the femoral sheath and the guiding catheter, b) the micro catheter and guiding catheter and c) the micro catheter and the implant delivery pusher and the concerto detachable coil. Place the appropriate guiding catheter following recommended procedures. Connect a rotating haemostatic valve (rhv) to the hub of the guiding catheter. Attach a 3-way stopcock to the side arm of the rhv, then connect a line for the continuous flush. Attach a second rhv to the hub of the micro catheter. Attach a 1-way stopcock to the side arm of the rhv, then connect a line for continuous flush. For concerto¿ detachable coils: one drop from the pressure bag every 3-5 seconds is suggested for pgla or nylon fiber concerto¿ detachable coils: one drop from the pressure bag every 1-3 seconds is suggested. Check all fittings so that air is not introduced into guiding catheter or micro catheter during continuous flush.¿ precautions: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ also, ¿it is essential to confirm catheter compatibility with the concerto detachable coil. The outer diameter of the concerto detachable coil should be checked to ensure that the coil will not block the catheter.¿ if information is provided in the future, a supplemental report will be issued.